Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a bruise under their rear therapy electrodes after being in a car accident. The patient reported that their doctor prescribed them an ointment. It was reported that the skin condition was likely due to a car accident that the patient reported being in the month prior. Follow up indicated that the patient's medical outcome improved.